Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there is no dripping when preparing to administer, and there is no fluid flow failure.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was inspected and it was verified the fluid could not properly flow through the device. The product was disassembled for further evaluation and identified the fluid path was blocked by the adhesive which bonds the connector onto the spike. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. The needle which dispenses the solvent must be changed periodically to prevent clogging. When this is performed, the operator must ensure the needle is adjusted to the appropriate height to prevent the adhesive from being dispensed in the incorrect location. Based on our quality team's investigation, it was determined this incident was is related to operator error. Manufacturing personnel have been notified of this incident to raise awareness of this issue. A project has been initiated to prevent reoccurrence of this incident. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.